Event description:
It was reported that a tct75 was used during a subtotal gastrectomy. It was reported by the affiliate that the instrument locked out. A new instrument was used to complete the case. There was no consequence to the pt.